Event description:
The complainant reported that a therapeutic enteryx procedure was performed on a pt in 2004. The pt had a history of gerd, and was unresponsive to outpt treatment with nexium. The pt also suffered with depression, asthma, cranial polyneuritis and atrial fibriliation. During the procedure a total of 9 enteryx injections were made, totaling 8.7cc's of enteryx injected. The pt underwent dilatation for dyaphagis in 05/2004, which was up to a 52 maloney. The pt reported a weight loss of 18 pounds, secondary to dysphagia, and underwent a second dilatation the next month. The pt reported severe chest pain and a low grad fever post procedure and was evaluated in the emergency room to rule out perforation. A cat scan showed a mild right pleural effusion. The pt was admitted to the hosp, and was treated for pain, and was administered IV antibiotics and anti-nausea medication. A gastrograffin swallow performed in 2005 was negative, but the stricture perisisted and another dilation was performed, which was up to a 45 maloney. The pt was reported to have less pain after th dilation procedure and was discharged three days later. The pt was to be followed-up on an outpatient basis as needed.